Event description:
It was reported that the device was used during a lower anterior resection. The surgeon used the device to staple across the sigmoid colon. Upon firing the stapler and releasing it, he noticed that the staples did not form properly on one of the ends. He described the staples as being completely unformed at one end. He did not notice if the tissue retaining pin was seated properly. Nothing unusual was noticed about the firing sequence. A second stapler was applied and the case was completed without incident. There was no patient consequence.